Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing lead impedance measurement greater than 2,000 ohms along with loss of capture (loc). The device was reprogrammed to lv tip to rv coil and lv tip to can which resulted a good impedance and threshold. Further, the patient experienced feeling weak which was likely associated with loc on the lv lead. Boston scientific technical services (ts) discussed that there might be something going on with the lv ring either conductor or connection issue but on the other hand lv tip was still working. Ts would also considered using other program as it was also working. Attempts to seek for additional information was not attained. The cause of the observation was not identified. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received indicated that an lv lead revision was performed in which the physician cut the terminal pin in order to expose and cut out the damaged portion of the lead. Using the lead repair kit, the cut terminal was repaired and the lead was then reinserted into the device header. It was noted that the damaged portion of the lead will be returned. Boston scientific technical services (ts) explained that the procedure done is considered off label and lead function cannot be guaranteed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).